Manufacturer narrative:
Date initial report sent: 12/01/2008.

Event description:
Procedure type: unknown. According to the reporter: during surgery the balloon broke. The broken pieces fell into the patient's cavity, however, they were retrieved,. The procedure was completed with another. There was no tissue damage and no bleeding. Extended operating room time: unknown. No patient injury was reported. Patient status: ok. No further patient info available.